Manufacturer narrative:
One 14.5f x 24 cm hemo-flow catheter was returned for evaluation. A visual examination revealed no obvious defects or abnormalities. When performing a functional evaluation, a leak at the arterial lumen to hub joint was noted. Under magnification the catheter hub appears slightly deformed at the location of the leak. There is also a minor separation on the knit line that does not leak. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer's attempt to replicate the failure mode was unsuccessful. The investigation revealed the root cause was most likely an intermittent defect that should be detected during the 100% leak test operation of finished product. The operator may have failed to properly follow the leak test procedure. As a result, actions have been taken to minimize this type of occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A leak was noted in the hub of the device.